Manufacturer narrative:
Evaluation, results: (based on the information available and without procedural images to review, the reported dissection, thrombus and difficulty to view device under fluoroscopy cannot be confirmed); inherent risk of procedure (dissection and thrombus are listed in the IFU as potential adverse event of a pci procedure); no results available since no evaluation performed; none (no device returned for evaluation). Conclusion: unable to confirm complaint (procedural images were not received for evaluation); known inherent risk of procedure (dissection and thrombus are listed in the IFU as potential adverse event of a pci procedure). (Based on the information available and without procedural images to review, the reported dissection, thrombus and difficulty to view device under fluoroscopy cannot be confirmed); device not returned. (B)(4).

Event description:
It was reported that a resolute integrity drug eluting stent was implanted to treat a lesion. It was reported that post implant edge dissection with the resolute integrity caused an early stent thrombosis. Physician stated that resolute integrity is too difficult to see under fluoroscopy. Physician says patient is fine and restented thrombosis with another stent.